Manufacturer narrative:
Thirteen used cleo 90 infusion sets and one photo were received for investigation. The samples were visually inspected and it was revealed that eleven samples had detached cannulas and two samples had bent cannulas. The complaint was confirmed. A manufacturing review was performed and produced samples were tested and no detachment was detected in any of the tested samples and the cannula was not removed from the site. The root cause was determined to be a manufacturing error that caused the device to be improperly assembled.

Manufacturer narrative:
It was reported that the event occurred in 2017. The exact date is unknown. Potential catalog number: 21-7231 24, potential lot number: 77x013. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cannula of a cleo® 90 infusion set detached from the site and remained in the patient's skin. The patient's right upper thigh was noted to have a "red thickening" due to inflammation from the cannula. No permanent injury was reported.